Event description:
Patient stated that even though there was delivery during troubleshooting, the driver arms were not advancing as they should. States her bgs were high and would take manual injection with doctor's approval. Bgs returned to within normal range.